Event description:
Complainant alleged that during inservice training by facility staff and a zoll sales rep, the device displayed "discharge fault". Complainant indicated that there was no pt involvement in the reported failure.